Event description:
According to the reporter: occurred during a gastric bypass procedure. The device was being applied to the stomach tissue. The device was fired and the cutting knife went until the end. Staples closed only on the first half of the line. There was half of the 45 mm line just cut with no staples closed or even came out. The rest of the staples fell out of the reload while doing the washing from blood after surgery. The surgeon tried to close the line with sutures, but there were issues. The patient went hypertonic, the blood pressure was 200/160 and they stopped the surgery. No reload was matching the stomach tissue, it was too thick. There was minimal blood loss. Patient did not get the bypass surgery. No reoperation has been performed. The patient has been injured or jeopardized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.